Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display after receiving new battery cap. Customer's blood glucose value was 107mg/dl. Customer explains display was not blank less than 30 seconds ago and did not return. Customer states display is not blank currently. Customer states battery cap is neither damaged nor corroded. Customer states that there is crack on the back of the pump. Pump will be returned for analysis.